Manufacturer narrative:
Additional information has been requested, but has not been received. The lens remains implanted and therefore is not available for evaluation. The investigation is ongoing, additional information will be provided upon completion of the investigation.

Event description:
It was reported that the intraocular lens (iol) was tilted or there was possible z syndrome. Femtosecond laser was not used during the cataract surgery. The patient did not have any other post-operative issues. No post-op refractive error. The patient reported blurry vision postoperatively. The vaulting was first observed approximately one year prior to intervention. The patient was referred to a second surgeon for intervention; this surgeon was not the implanting physician. The surgeon re-positioned the lens. 1-day post-op after re-positioning, the patient is seeing 20/25 at distance, j5 for near. Patient¿s current condition is -4.00 +3.25x1.36. Additional information has been requested, but has not been received.

Manufacturer narrative:
The surgeon reported that his technique may be reviewed in the following locations, and articles #1 & #2 are attached: 1. Page, timothy p., and jeffrey whitman. "A stepwise approach for the management of capsular contraction syndrome in hinge-based accommodative intraocular lenses." Clinical ophthalmology (auckland, nz) 10 (2016): 1039. 2. Page, timothy p. "Suture-guided capsular tension ring insertion to reduce risk for iatrogenic zonular damage." Journal of cataract & refractive surgery 41.8 (2015): 1564-1567. 3. Page, timothy p. "Suture guided ctr rescue technique in patient with z-syndrome and vitreous prolapse." 2017 ascrs· asoa symposium and congress. Ascrs, 2017. The lens remains implanted and therefore is not available for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time. - attachment: [a stepwise-approach-to-the-management-of-capsular-contraction syn (4).pdf, suture guided ctr insertion to reduce risk for iatrogenic zonular damage. Pubmedncbi (2).pdf].

Event description:
It was reported that the surgeon placed a high tensile strength capsular tension ring (ctr) with a suture guided technique. It took care of the patient¿s 3.0 diopters of lenticular astigmatism caused by the vault. At one-week post op the surgeon performed a central yag capsulotomy, and one day post-op, the patient was 20/20 ucdva, and reportedly j3 near. During the final post-op appointment, the patient was reported to be at 20/20 ucva distance and j1 uncorrected near. In the referring surgeon's opinion, the patient's excellent uncorrected va outcome can be attributed to the implanting surgeon¿s intraocular lens (iol) biometry and lens selection.